Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have localized melting at the tip of the spatula. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy without any issues on 3 of 3 attempts. There was no material found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a rough spot on the tip. The site was unable to remove it and was unsure if it was charring. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use; however, nothing was noticed at the time and the issue was noted during cleaning. There was no arcing observed. A pin gauge was used to inspect the cannula prior to use. The instrument was connected properly. The erbe generator was used during this procedure and instrument energy settings were set on ¿coag: 3 and cut: 3¿. No injuries to the patient were reported. No photographic images of the device or recording of the procedure are available for isi to review.